Event description:
0n 1/28/99 at 0100, dilantin was administered as a secondary infusion using a single channel baxter colleague pump. The primary solution (containing dextrose and potassium) was incompatible with the dilantin solution. Prior to initiating the infusion, the primary bag was lowered on the wire hanger and the primary tubing was removed from the pump. The clinician pinched the primary tubing at a point between the backcheck valve and the port above the IV pump then flushed the primary tubing with saline solution through the port. At this point the primary tubing was clamped using the roller clamp on the distal end of the primary tubing. Then the clinician released the pinched tubing. The secondary infusion was then piggybacked into the primrary line through the same port (abvove the infusion pump). The primary tubing was loaded in the pump and the roller clamp was released. The rate was set to infuse at 50 ml/hr initially and after 15 mins was increased to 100 ml/hr. The volume of the secondary infusion was 50ml. The infusion was started and the clinician reported she observed the secondary solution dripping. Some time later, a pump alarm went off. Another clinician responded to the alarm and found that approx 25ml of the secondary solution had infused and she observed that both solutions were dripping. The clinician clamped the primary tubing with a hemostat on the primary tubing above the port where the secondary tubing was piggybacked. The infusion was restarted. On completion of the infusion precipitate was observed at the hub of the peripherally inserted central catheter line. The infusion was stopped and the primary tubing was changed. The clinician attempted to aspirate to clear the hub and was unable to do so. It was determined that the peripherally inserted central catheter line was occluded. The original tubing was discarded. The pump was not identified or removed from svc. In order to investigate this event, an attempt was made to recreate the above events. The primary solution was colored with red dye and blue dye was used to color the flush. At no time were both solutions observed to be dripping at the same time and there was no observable mixing of the secondary solution with the primary solution.